Event description:
The reporter stated the surgeon partially inserted into the eye an aq2010v three piece silicone lens. The surgeon noticed the haptic got caught in the injector. The lens was removed with no pt injury. The lens was possibly damaged. Another same model and size lens was implanted. Cause of this incident was due to user error.

Manufacturer narrative:
(B)(4). Results: a visual inspection of the returned product found a loop haptic and piece of optic torn off and missing. There was evidence of reddish residue on lens surface. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to user error. (B)(4).